Event description:
The wand arched and shorted out the controller. A backup device was used to complete the procedure. No user or patient injury was reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection under magnification shows moderate electrode wear with discoloration and dried tissue present on the tip. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and registered an e-7 error. The error was by-passed and the wand was activated in saline solution at the default and max settings on the controller and performed as intended. The suction line was tested and performed as intended. At no time during functional evaluation the device arced or caused the compatible controller to ¿short¿ out. The complaint could not be verified and a root cause could not be determined with confidence as the returned device performed as intended. The returned controller associated with this complaint was functionally tested and revealed the subject controller performed as intended and exhibited no functionality issues during the testing process. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: a power surge or power interruption to the subject controller, or using an improper power cord or improper extension cord, or a loose power connection. It is also possible that the device potentially came into contact with a metallic object during activation that may cause the device to ¿arc¿ if contact was made with the electrodes. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.